Event description:
Customer reportedly received result of 24 mmol/l on the mobile system and result of 10.5 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the aviva test strips.

Manufacturer narrative:
The event occurred in (B)(6). Suspect medical device info: asku - no information was provided on the specific part number involved in this event. This medwatch report is for the suspect device used in the aviva system (lot number 490605, expiration date 04/30/2013). Reference medwatch report with a1 patient identifier (B)(4) for the suspect device used in the mobile system. Other text : will not be returned to manufacturer.